Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During preparation, the deployment slider was harder than usual to maneuver but the physician still wanted to use it since the deployment to flower and basket were achieved. During the procedure, the flush line was hooked up to the catheter would not flush through and manual flush also wouldn't drip. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The farawave has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection of the device noted no outer abnormalities. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower configurations successfully. Subsequently, a flushing test was performed through the irrigation port. Irrigation was observed with the catheter in the undeployed state, but not in the basket or flower configurations. Dissection of the catheter revealed a kink in the flush lumen. The reported event was confirmed via analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During preparation, the deployment slider was harder than usual to maneuver but the physician still wanted to use it since the deployment to flower and basket were achieved. During the procedure, the flush line was hooked up to the catheter would not flush through and manual flush also wouldn't drip. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.